Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate anti-tachycardia pacing (atp) and eleven inappropriate shocks. It appears to be due to atrial fibrillation (af) with rapid ventricular response (rvr). The inappropriate shocks occurred in 2 different episodes, and therapy was possibly exhausted. Reprogramming options were discussed by boston scientific's technical services but there is no evidence there were any actions taken for the device. The device remains in service. No additional adverse patient effects were reported. Additional information received indicates the physician scheduled an svt ablation procedure to resolve this issue.